Manufacturer narrative:
The investigation into the priming issue has been completed. The impella pump was returned for investigation. The field log was reviewed, and sufficient purge flow and pressure were confirmed indicating that the pump was purging properly. The user likely did not wait long enough for purge to exit the purge gap or could not see the fluid exiting prior to disconnecting the device. There was no issue found during the case. The purge functioned and operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during setup, prior to placement, the physician noticed that no purge fluid was exiting by the motor housing. The physician did not use this impella and opened a new impella for the procedure. There was no patient harm reported.